Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08760 inches. Device received with scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized due to kidney failure and high blood glucose on (B)(6) 2020 with blood glucose of unknown. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump in the hospital. Customer experienced symptoms such as dehydration and lethargy. Customer stated auto mode feature was active at the time of incident. The insulin pump will be returned for analysis.